Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement and self-test. No unexpected audio/beep anomaly or absence of alarm noted. The insulin pump passed unexpected restart test and all operating measurement were normal. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that newly replaced insulin pump was not vibrating and did not beep. Customer's blood glucose was unknown. Self-test was performed and insulin pump did vibrate but very softly and did beep but very low. Customer barely felt the vibration or heard the beep. Customer was advised that insulin pump would need to be replaced.